Event description:
The customer contacted philips healthcare to report that the device does not pass the zeroing test for invasive pressures. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.